Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranged from 294-600 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a manual injection to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the suspected cause of the high bg was found that the customer was using off label insulin (lyumev) and cold insulin within the pump supplies, customer acknowledged and understood. Reportedly, customer reverted to manual injections for insulin therapy.